Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation') and device breakage ('breakage of coil') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) with abdominal pain, device breakage (seriousness criterion medically significant), back pain ("severe back pain"), adverse event ("abnormal symptoms") and pelvic pain ("pelvic pain"). Essure treatment was not changed. At the time of the report, the uterine perforation, device breakage, back pain, adverse event and pelvic pain outcome was unknown. The reporter considered adverse event, back pain, device breakage, pelvic pain and uterine perforation to be related to essure. The reporter commented: patient sought medical attention from her health care provider for the forgoing symptoms. Plaintiffs received treatment for pelvic pain, abdominal pain. Most recent follow-up information incorporated above includes: on 2-oct-2019: plaintiff fact sheet was received. Events added from pfs- pelvic pain. Reporter information were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/ perforation") and device breakage ("breakage of coil") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) with abdominal pain, device breakage (seriousness criterion medically significant), back pain ("severe back pain") and adverse event ("abnormal symptoms"). At the time of the report, the uterine perforation, device breakage, back pain and adverse event outcome was unknown. The reporter considered adverse event, back pain, device breakage and uterine perforation to be related to essure. The reporter commented: patient sought medical attention from her health care provider for the forgoing symptoms. Company causality comment . Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.